Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed manufacturing records for this lot. All release criteria were met. Additionally, no significant trends were identified in the complaint history log. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine. Source: maude report (mw5108745).

Event description:
1 reported false positive sars result for 1 symptomatic patient. The consumer communicated that the result was confirmed negative with 3 other negative at home rapid antigen covid tests using different brands. The consumer reported an additional event which is captured on a separate report.